Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. Reportedly, the customer's pump remained static at 200 units of insulin, then started to decrease once the customer had used enough insulin. There was no impact to the customer's blood glucose level, and the customer will continue using the pump for continued insulin therapy.